Event description:
Doctor indicated fracture of the implant. Patient has been rescheduled for implant removal.

Event description:
Doctor indicated fracture of the implant. Patient has been rescheduled for implant removal.